Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 521 mg/dl at the time of incident and the other blood glucose of the patient is 362 mg/dl, 349 mg/dl and 311 mg/dl. The customer experienced symptoms such as vomiting. The customer treated with manual shots due to he had issue with rewinding pump. The customer stated that she haven't took insulin from the pump she was taking shots. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they do not feel okay to troubleshoot. The customer advised on filling the reservoir and tubing advised patient active insulin was still reacting offered callback. The product will not be returned for analysis.